Event description:
It was reported that the core impaction drill was overheating. There was no delay, no medical intervention, and no adverse consequences reported. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the set screw move.

Event description:
It was reported that the core impaction drill was overheating. There was no delay, no medical intervention, and no adverse consequences reported. The user facility was not able to provide any further information regarding the reported event.